Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump switched their basal patterns without their input. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. The customer's pump had switched his basal pattern to double their standard pattern which is the pattern they use when they are sick. The customer had symptoms such as memory loss and loss of consciousness. The customer switched to manual injections after the incident. Troubleshooting was not completed. The customer was hospitalized for several days due to the low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08750 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit was monitored. No unexpected changes on basal rates noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.